Event description:
It was reported that during the procedure the fiber tip broke off in the pt, but they were able to retrieve it. The device was used in a prior procedure, this being the second use. Another 20475m-hp was used to complete the procedure. No injury to the pt was reported.